Event description:
Per report received from brazil- edwards received notification of a pascal precision in mitral position where approximately one month later there was an slda (single leaflet device attachment). The grade of regurgitation was 4+ before the procedure. Two pascal precision devices were implanted, and the regurgitation was reduced to 1+. Approximately one month later the patient was not feeling well and returned to the hospital. An echo was performed and an slda was seen. The mitral regurgitation increased to moderate, and the flail returned. The patient will have a tee and if it is possible a new ace will be implanted. As per medical opinion the cause of the event could be inadequate leaflet capture.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11 the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist. Available information suggests procedural related factors that include insufficient leaflet capture likely contributed to the event. As described by the event description, inadequate leaflet grasping may not allow the implant retention elements enough leaflet to grasp, causing the leaflet to slip out of the implant clasp. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. Furthermore, the device history record review was completed and no nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from brazil, a pascal precision procedure in the mitral position. The patient had barlow's disease. The grade of regurgitation was 4+ before the procedure. Two pascal precision devices were implanted, and the regurgitation was reduced to 1+. Approximately one month later, the patient was not feeling well and returned to the hospital. The mitral regurgitation had increased to moderate, and the flail/prolapse returned in p2 (between the two implants). Five months after the procedure, the image was reviewed, confirming there was no single leaflet device attachment (slda), and the implant was found functioning normally, however the patient was treated with a central medial ace device, resulting in reduced regurgitation (1+) and improved hemodynamics. According to medical opinion, the mitral valve degenerated again due to its fragile and degenerated condition.

Manufacturer narrative:
H11: additional manufacturer narrative: a supplemental MDR is being submitted to correct the reportability of the event previously reported. New information was received confirming there was no single leaflet device attachment (slda) in this patient as initially reported. The regurgitation worsened from the implant from (+1) to (+3) due to patient underlying disease (barlow and degenerative disease). Valvular regurgitation has varying etiologies and may worsen after transcatheter valve repair. Severity of regurgitation varies, many cases are mild and either resolve over time or do not cause symptoms, in this case the event is not considered a serious injury. Others may be more clinically significant and require surgical intervention to prevent serious deterioration of the patient. Additional treatment or procedures may be necessary, including percutaneous and/or surgical intervention. There is no evidence that the edwards device cause or contributed to the worsening regurgitation. Additionally, the physician has disassociated the event from the edwards device. Therefore, this event is no longer considered reportable.